Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21504 (barrel sensor drift failure). The issue was further described as, "sensor for the barrel clamp is inverse, when barrel clamp is open it reads as closed and vice versa". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported barrel clamp issue was reproduced when trying to load a syringe. A barrel clamp sensor test and calibration were performed and the device did not meet specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the out of calibration barrel clamp sensor. The barrel clamp requires replacement to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.